Event description:
The customer reported that the seal is not working and the formula is coming out.

Manufacturer narrative:
The returned samples and lot number of this event was requested but hasn't been received till now, no sample for evaluation and no DHR for review. The issue can't be confirmed, the root cause can't detected currently. No action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Event description:
On (B)(6) 2024, the customer updated the production batch number to cn231201.

Manufacturer narrative:
After checking all sales orders, confirm that cn231201 is produced by caina, but we have already investigated this batch of retained samples on september 6, 2024, no abnormalities were found in the product, and the product quality meets the requirements of the product specifications, so there is no need for further investigation, the reasons and measures remain unchanged.no action will be taken currently, this issue will be monitored. A supplemental report will be submitted if further information received.

Manufacturer narrative:
The lot number 231201 was provided by customer. We found that the customer feedback indicates that the production lot number is not produced by caina, so there is no need for further investigation.

Event description:
On september 10, 2024, the customer updated the production batch number of the product to 231201.